Event description:
Product analysis was later completed on the generator. There were no visual surface anomalies observed with the generator besides typical wear and markings associated with the implant and explant procedure. When the generator can was opened, a visual assessment of the pcba identified contaminates on the trimmed edge of the pcba. The pcba failed several electrical tests, so these contaminates were removed and the trimmed edge was cleaned. The pcba then passed the electrical tests. Based on these results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. The generator was able to be interrogated and system diagnostics were performed. All results were normal. The battery voltage was also measured. The data from the generator was reviewed and showed that the battery indicator displayed based on the measured battery voltage was not consistent with the battery indicator that was expected with the estimated charge consumed. No other anomalies were seen. No additional relevant information has been received to date.

Event description:
Report received that a generator had unexpectedly reached ifi=yes after about two years of implant. The programming history data was reviewed and analyzed. The last available programming data was from about ten months prior to the intensified follow-up indicator being seen. At this time, the battery indicator seen was 100% which was reflective of the estimated charge consumed based on the programming history. Although this appeared normal, the battery voltage was found to be lower than would be expected with a 100% battery indicator. Additionally, the data showed that the battery indicator changed from 100% to below 25% within 10 months at the same settings. A battery longevity table indicated that the expected time from 10% consumed to over 75% consumed would be around 6 years. This provided evidence that the battery voltage likely did not rebound and depleted more quickly than anticipated. Additionally, a review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris leading to excess current draw. This excess current draw is known to deplete the battery prematurely. No surgical intervention has occurred to date and no further relevant information has been obtained.

Event description:
Further information was received that the generator was replaced. The reason for replacement was noted as battery depletion. The generator was returned and received by the manufacturer for analysis. However, product analysis has not been completed to date. No additional relevant information has been received.